Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin on (B)(6) 2016, and the insulin gauge remained static at 185 units. The customer was unsure if customer's blood glucose level was impacted by the reported event. During a follow up call on (B)(6) 2016, tandem technical support review insulin gauge calculations with the customer, and informed the contact that the fill estimate was accurate based on the amount of insulin that had been delivered. The contact acknowledged the information provided.